Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was reported that on (B)(6) 2023 the patient's foot was inadvertently wrapped up in the life2000 combo hose tubing, causing the patient to fall on the chair. It was noted the event did not result in patient injury. The combo hose tubing was observed to be "very twisted/ kinked", the patient untangled the tube and kept using the device. No alarms were noted, and no device malfunction was reported. The trainer visited the patient on (B)(6) untangled the tubing again, and confirmed the life2000 system was functioning as intended. Additionally, it was reported that on (B)(6) 2023 the patient experienced shortness of breath, dizziness, and oxygen desaturation to 69%, while using the life2000 device. It was noted that the patient had not connected the concentrator to the life2000 ventilator, and it was instead connected to her alternative ventilator (brand non-specified). Once the patient realized this, she connected the concentrator to the life2000 ventilator and kept using the device. Patient stated her oxygen saturation level returned to the expected level (above 90%) within 2 to 4 minutes, and she fully recovered after sitting for approximately 30 minutes. This report was filed in our complaint handling system as complaint (B)(4).

Event description:
It was reported that on (B)(6) 2023, the patient's foot was inadvertently wrapped up in the life2000 combo hose tubing, causing the patient to fall on the chair. It was noted the event did not result in patient injury. The combo hose tubing was observed to be "very twisted/ kinked", the patient untangled the tube and kept using the device. No alarms were noted, and no device malfunction was reported. The trainer visited the patient on (B)(6) untangled the tubing again, and confirmed the life2000 system was functioning as intended. Additionally, it was reported that on (B)(6) 2023, the patient experienced shortness of breath, dizziness, and oxygen desaturation to 69%, while using the life2000 device. It was noted that the patient had not connected the concentrator to the life2000 ventilator, and it was instead connected to her alternative ventilator (brand non-specified). Once the patient realized this, she connected the concentrator to the life2000 ventilator and kept using the device. Patient stated her oxygen saturation level returned to the expected level (above 90%) within 2 to 4 minutes, and she fully recovered after sitting for approximately 30 minutes. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The patient is a female with relevant medical history of chronic respiratory failure with hypercapnia, copd, heard disease, asthma, and anxiety. A hillrom clinical support specialist arranged a new trainer visit to swap the combo tubing and review the importance of tubing safety and maintenance with the patient. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The life2000® ventilation system can be used in different configurations of operation as the patient¿s needs change. In extended range configuration, the ventilator is connected to the compressor with a breathe technologies® oxygen hose to enable the activities of daily living. The device instruction for use (IFU) states: "the interface, source gas supply hose, and power cords should be positioned to avoid restricting movement, causing a tripping hazard, or posing a strangulation risk." Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen saturation level was noted to be clinically below normal range (69%). The change in the patient's condition was temporary (30 minutes) and the patient recovered at home with no medical intervention required. However, the event of oxygen desaturation accompanied by symptoms of increased confusion, dizziness, and sleepiness, is considered a serious injury. Additionally, there was no report of device malfunction in neither of the events. Based on the information available, it is reasonable to conclude that the reported events were likely due to use errors/misuse of the device (kinked/twisted combo hose tubing, life2000 ventilator not connected to the concentrator) as reported by the patient, and the pathophysiology of patient¿s medical conditions (chronic respiratory failure with hypercapnia, copd, heard disease, asthma, and anxiety), and not a malfunction of the device.